Manufacturer narrative:
The complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01812. It was reported a pericardial effusion and shortness of breath with chest pain occurred. A left atrial appendage (laa) closure procedure was performed. There was no pre-procedural effusion noted; however, a pleural effusion was noted. A double curve watchman access system (was) was positioned in the laa. A 24mm watchman laa closure device and delivery system (wds) was advanced into the was. The closure device was deployed, but was too proximal and popped out with no compression. Therefore, it was fully recaptured and removed from the patient. An imaging sweep was performed which confirmed no effusion was present. A 27mm wds was then used. The closure device was deployed, but again it was too proximal and popped out with no compression. Therefore, it was fully recaptured and removed from the patient. Another imaging sweep was performed which confirmed no effusion was present. The was exchanged for an anterior curve was and another 27mm wds was advanced into the was. The closure device was deployed and met release criteria; therefore, it was successfully implanted. After the procedure was over, they noticed a small pericardial effusion. The physicians discussed and determined no intervention was required. They monitored the patient and delayed the start of coumadin. The patient was kept in the hospital for five days and was then discharged on 325ml of aspirin. At that time, the patient was fine. Once the patient was home, she complained of shortness of breath. Her cardiologist ordered a transesophageal echocardiogram (tee) which showed the small effusion was unchanged. The patient was about to start on dual platelet therapy with plavix and aspirin; however, she went to a local emergency room complaining of increased shortness of breath and chest pain. She was unable to get a tee performed at that hospital, so she went to the implanting facility to get a tee. This showed that "the effusion looked restrictive". It was confirmed that tamponade did not occur. A pericardial tap was performed to attempt to get rid of some fluid, but this was unsuccessful. She proceeded to the operating room for an attempt at a pericardial drain. The surgeon noticed that she had right ventricle damage which may have been caused by the tap that was previously performed. This led to open heart surgery where they repaired the right ventricle damage. The patient is currently fine.